Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of known inherent risk of device and cause not established were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. The cuff was downsized and the balloon was replaced. No leaks or tears were noted on the explanted components. No patient complications were reported.